Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a stent deformation occurred. The 100% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). 3.0mm x 38mm promus element plus was deployed. The 3.00mm x 32mm promus element stent system was advanced and the device got bumped into the previously implanted 3.0mm x 38mm promus element. It was noted that the stent of the 3.0mm x 38mm was damaged. The damaged stent was post dilated with an unspecified balloon catheter and was noted to be properly opposed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).